Event description:
Patient stated that she does not like the cartridge rg (specifically for sq treprostinil), because they fit looser causing some leakage and she stated it felt like it was going to pull out when completing a draw. No adverse event from this issue and no interruption in treatment. Did not occur while infusing, able to continue with infusion. Cartridge issue is product complaint lot number/expiration unknown. Patient also reported that she changed her site last wednesday and that the next day she noticed her site and leg and hip area were all swollen. She said she is used to seeing some swelling but that it has not improved and is very painful, red, and swollen. She said that it does not look infected and is not hot to touch but is really painful and swollen. Cnss to follow up with patient to determine if this is just routine site pain or if patient should remove and place a new site. No other information known. Unknown if pt has product on hand for return. Reported to (B)(6) by: patient/caregiver.